Event description:
Hosp reported an overinfusion of morphine occurred in trauma ICU. A 250cc bag of morphine was hung, the rate was unknown. The bag emptied and pulled air into the tubing. This occurred at 2300 hours. The vtbi read 94 ml. The pt was already on a ventilator at the time of event. There was no pt consequence or medical intervention required. User did not note pump serial number, pump was not removed from use, and no further info was provied.